Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient receiving medication via an implantable infusion pump. The indication for use was cerebral palsy. It was reported that the patient had been experiencing increased spasticity. The neurosurgeon was wanting to check the patency of the catheter with a dye study and required assistance with programming and information on the dye study procedure; the caller was sent a 8540 catheter access port (cap) kit manual and the dye study procedure as well as priming the catheter post-procedure was reviewed. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) and a device manufacturer representative indicated that the dye study found that the catheter was patent, and they were not able to determine the cause of the patient's spasticity. No further complications have been reported as a result of this event. Additional information was received via a consumer (patient¿s mother). It was indicated that the patient experienced intermittent spasticity and spasms. The patient had spasticity on (B)(6) 2018, but today ((B)(6) 2018) was fine. The patient also had episodes that started approximately 6 days after pump replacement surgery on (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The reporter was frustrated and felt the pump was not running correctly. The patient had been in and out of the emergency room (ER). They had been to several different hospitals and had done ¿every kind of study¿ and cat scans. At the last ER visit they gave the patient 10 mg of oral baclofen and she started to improve within 20-30 minutes. They were supplementing with oral baclofen. It was noted that there was a company representative present when the healthcare provider (hcp) did a dye study and it was noted that the company representative had coached the hcp through how to do it and they took the printouts from the pump at that time. The physician also did printouts, but the hcp said the printouts would not show if the pump was malfunctioning. It was further reported that they said if there was protein build up, the dye would clear the tubing. The patient was a little better following the dye study on (B)(6) 2018; however, within a few days the symptom came back. Oral baclofen would quiet the patient down and then they discharged her. The hcp did a refill earlier than expected due to the issues and the pump said it should have 10 mg left however there was a little more left than was expected. It was thought that there should have been 10 and there was 12. It was indicated that the patient has had belly problems, an abscess, and has recently had surgery on the abscess which she has had for a couple of years. It was clarified that the abscess had nothing to do with her pump. The pump was noted as having previously administered baclofen of unknown concentration at an unknown dose rate and was currently administering baclofen with concentration 2000 mcg/ml at a dose rate of 865 mcg/day. Physician listings were provided. Additional information was received from a healthcare provider indicated that the cause of the patient's spasticity and the consumer feeling like the pump was not running correctly was due to the catheter being disconnected from the pump. It was reported that the patient was hospitalized and the pump catheter connections was repaired. No further complications have been reported.